Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Devices remain implanted in the patient and were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy, and antiplatelet therapy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient came in initially with a ruptured aneurysm and the physician implanted a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Post procedure the patient had a suspected type 2 endoleak but was released from the hospital on (B)(6) 2016. Patient came in emergently with back pain and sac growth on (B)(6) 2016. Physician elected to complete a subsequent endovascular procedure and confirmed a type 3a endoleak. The physician implanted an additional infrarenal aortic extension and a competitor device to seal the endoleak. The patient is stable.